Manufacturer narrative:
D9: date returned to mfg.: 12/18/2025. H3 and h6. Codes: updated. Received six (6) used product samples. No damage or anomalies observed. Leak testing was performed, and a leak was observed from the tubing ridges, with a small pinhole found in three (3) of the six (6) returned samples. The complaint of leakage was confirmed. The probable cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the breathing circuit exhibited holes in the tubing. There was patient involvement, no injury was reported.